Manufacturer narrative:
Unit passed the dat test with 0.08845 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit was received with cracked case on display window corners, severely scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, scratched case and stained end cap sticker.

Event description:
The customer's parent reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl. The customer's current blood glucose is 600 mg/dl. The customer was treated by manual injection . Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The customer was hospitalized due to diabetic ketoacidosis also. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.